Event description:
It was reported that there was excessive bleeding on all blue and white load stapling lines.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information was requested, and the following was obtained: was there any other staple issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Coagulation with bipolar forceps and sutures with pds thread. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) One day ICU stay and drain placement." Was the patient on any pre op blood thinning medications? No. Was there any issue with staple formation? No. What was product code of instrument used with the reloads? Pse45a. Did the surgeon wait 15 secs prior to firing? Yes. Did the patient have any known coagulation disorders? Unknown. The investigation has been completed based on the information provided to date. If further information is received at a later date, the file will be updated accordingly. Complaint information is trended on a regular basis to determine if further investigation is warranted.